Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular procedure utilizing a gore® dryseal flex introducer sheath as an accessory. Reportedly, near the end of the procedure, the dryseal sheath was brought up and thru the venous bifurcation where they were up and over with everything being fine at that point. Then they brought up the penumbra device which went straight thru to inferior vena cava (ivc) as they were treating a clot and thought it went thru the side wall of the sheath but determined that the sheath split in half at the bifurcation and was being held by the sheath coil. The physician used a balloon to pull the two pieces (halves) of the sheath together by bridging them as one unit and pulled it out of the patient safely. There was no injury reported to the patient and physician used another gore sheath to complete the procedure successfully. There was no patient anatomy (tortuous) issue and physician was surprised that the sheath broke like that. The field sales associate arrived near the completion of the procedure and patient tolerated the procedure.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. Engineering evaluation summary: the device evaluation confirmed sheath was broken at ~36cm from trailing end.